Event description:
It was reported the patient underwent a hip revision 15 years post-implantation due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown cup, unknown #item, unknown #lot; unknown liner, unknown #item, unknown #lot; unknown head, unknown #item, unknown #lot. Therapy date: (B)(6) 2020. G2: foreign source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional information

Manufacturer narrative:
Follow up report (B)(4). Updated:b4, b5, d2,g1,g2, g3,g6,h1,h2,h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number a review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Updated:a1,a3,b4,b5,b6,b7,d1,d2,d4,d6,d10,g1,g3,g6,h1,h2,h6. D10: durom acet comp, #item 0100214060, #lot 2287996. Metasul large diameter hd , #item 0100181540, #lot #2280638. Metasulâ® ldhâ®, head adapter, , #item 0100185145, #lot #2293161. Therapy date: (B)(6) 2020. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised approximately 15 years post-implantation due to pain and elevated cobalt levels. No further information has been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations for the cup and the ball. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event for batch the adapter. A review of the device manufacturing records could not be performed due to missing lot number for the stem. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for the ball item and the reported part and lot combination. Review of the complaint histories identified additional similar complaints for the reported item numbers and no additional similar complaints for the reported part and lot combinations for the cup and the adapter. Review of the complaint history found no additional related complaints for the stem. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified that patient started to have hip pain with range of motion without indication of subluxation/dislocation. Three months later, elevated values of cobalt ions was found in blood analysis. Patient was revised on 6 months post implantation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.